Event description:
The customer reported that two interlink extension sets, product code 2n3375, were leaking where the extension tubing joins the luer lock in 2009. The customer reported the lot number as 085412004914. The reported condition was seen when the device was connected to the IV catheter and the infusion started when pressure increased. This problem occurred twice with the same nurse and the same pt all on the same attempt. The problem was noted during use on a pt; however, there was no pt injury or medical intervention reported. No additional info is available.

Manufacturer narrative:
The customer returned 2 actual samples for eval. The reported condition of "leaking where the extension tubing joins the luer lock" was confirmed on one sample. A sample eval confirmed the leaking sample exhibited a lack of solvent.